Event description:
It was reported that this pacemaker device was found in safety mode. A technical service (ts) consultant reviewed and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided, surgical intervention was performed. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were observed. The device has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Although the observed risk (likelihood and severity) of this behavior is within the product risk management expectations, boston scientific has initiated a corrective and preventative action (CAPA) investigation. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior to assess possible solution opportunities to mitigate the potential for high impedance in the battery. Information gained through these efforts will be utilized to implement appropriate corrective action(s), as necessary.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found in safety mode. A technical service (ts) consultant reviewed and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided, surgical intervention was performed. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were observed. The device is expected to be returned for analysis.